Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the pump indicated a data log corruption. The customer's blood glucose (bg) level was 550 mg/dl. Reportedly, the customer administered a manual injection to address bg level, and continued to use the pump for insulin therapy.